Manufacturer narrative:
P-cap or reservoir locks properly into place. After battery installation unit gave an unexpected partial display due to corroded electronic assemblies. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test and self test. No button error alarm noted upon testing. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm after shower. No harm requiring medical intervention was reported. The device will be returned for analysis.